Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 49 mg/dl at the time of the incident. The customer was at 232 mg/dl at the time of the call. The customer used food, soda, and glucose tablets to treat. The customer had highs previously and was treating with the pump and manual injections, and may have over bolused. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated the pump was not giving insulin and their levels spiked a bit, and he noticed he could manually input insulin with the pump but not automatically. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08770 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. No delivery anomaly noted during testing. Unit was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and stained end cap sticker.